Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 the failure analysis and testing department received front-end board with a reported unit failure of unit has error code f7. The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed front-end board in the cardiosave test fixture and tested to factory specifications as per procedure and cardiosave service manual. The failure analysis and testing department run the pumping test for 2 hours and could not replicate the failure of error code f7. Retained the front-end board in the fat department. A getinge field service engineer (fse) reported that they replaced the front end board. The pm and field action was completed, and the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was showing error code f7. Issue was found by getinge fst during coil cable change. Hence, no patient involvement.